Manufacturer narrative:
Covidien reference: (B)(4). The service engineer evaluated the ventilator and verified the customer reported malfunction. The se replaced the light emitting diode (led) display assembly, the control board, and downloaded the latest software revision to resolve the issue. The unit was then allowed to run overnight and no issues with overheating were observed. The ventilator passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilator failed to power on when the on/off switch was pressed. Additionally, the breath indicator light stayed lit when the unit was connected to power. Also the bottom and the rear panel of the unit was hot. There was no patient involvement.

Manufacturer narrative:
Product analysis: a display printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection found the display had a deep indentation that was causing the unit to keep rebooting and not finish the power on self-test (post). The returned component was installed into a test ventilator for analysis; functionality test was performed. An investigation was performed and the product analysis technician reported that the reported issue of rear panel of unit getting hot was verified in the temperature history logs; however it could not be duplicated. The reported issue of unit would not start up was verified and the root cause was isolated to the pcb. If information is provided in the future, a supplemental report will be issued.